Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by a peritoneal culture. The cause of the peritonitis was gastrointestinal infection. The patient was not hospitalized for this event. The patient was treated with injection of vancomycin (1 g stat, route, frequency and duration not reported) and injection of fortum (1 g, once daily, duration and route not reported) for this event. Action taken with therapy was not reported. At the time of this report, patient recovery was not reported. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).